Event description:
Boston scientific received information that during the evening following a non bsc device replacement procedure, it was noted that this lead had fractures. The lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.